Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked glass and scratched case. After battery installation unit gave an unexpected partial display with horizontal lines and cracks on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unit passed displacement test and self test. (B)(4).

Event description:
Information received by medtronic indicated that top of the screen on the left side was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.